Event description:
The initial implantation was submuscularly, but it migrated inferiorly, and therefore, she had it revised 3 months ago right underneath her left clavicle. This procedure was complicated by infection, and therefore, her device was revised one month later. As per the operative note, it did not sound like the pocket was infected, and therefore, the pocket was cleaned out, and she was treated with antibiotics. The operative report seems to suggest that the rv lead and the ICD generator were reused. Seven days prior to this admission, she was complaining of some signs and symptoms of infection including purulent drainage from her left upper chest surgical scar. She is now brought to the electrophysiology laboratory for extraction of both her ICD lead (leadwire is medtronic fidelis model #6948 ) and generator.